Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in colombia that during an unknown surgery on an unknown date, it was observed that the 4 mm ultra aggressive plus blade device did not adapt to the fms tornado micro handpiece with buttons device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, the device was not returned in its original package. The blade is in normal condition, no structural damages could be found. The black connector has no structural anomalies, cuts or damages. When performing the functional test, the blade was inserted into the micro tornado hand piece and run on 1000 rpm for 1 minute, the device worked as intended, changed to oscillation mode for 1 minute, the device worked as intended. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and functional test result, this complaint cannot be confirmed. Since the blade passed all the visual and functional tests, we can conclude that the device has no issue, a possible root cause can be attributed to the condition of the receiver connector of the shaver handpiece that was used by the customer in the procedure, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential evet described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will e filed as appropriate. H10 additional narrative: investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo of the device and the product label which contains the product code and the lot number was provided, these numbers were verified, and they are correct. According with the visual inspection of the photo, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.